Event description:
During service at the manufacturing facility a loose o-ring was detected. This could cause the housing door to open and expose the non-sterile battery to the sterile field. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.